Event description:
It was reported the insulin pump turns off automatically. The customer had changed the batter worked for a while but then it turned off again. The battery compartment was reported damaged. Customer's blood glucose was 11.8mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.